Event description:
Reportedly, the device was explanted at implant due to severe central regurgitation. The patient expired on (B) (6) 2009. Device was removed and replaced with a carbomedica 29mm device. Condition of device removed: normal. Per the cer: after implantation, the tee showed severe central regurgitation of the prosthesis. Tee is not available to edwards. Per the operative report (in (B) (6)): different attempts with graduals bypass, interruption with marginal hemodynamic even though contro-pulsator and infusion, inotrope drugs massive. Patient's outcome: death. Additional information provided: different stents put in another hospital before transportation to (B) (6) hospital. Mitral insufficiency of the native valve was due to papillary muscle rupture, preoperative (B) (4) IV. Patient's conditions before procedure: mitral valve massive insufficiency caused by ant-lateral papillar muscle rupture post infartual (coronary). Ischemic cardiopatie patient treated with angioplastic and coronary stents implant. Patient arrived in procedure room with tubing and pulmonary edema with precarious hemodynamic conditions with aortic contro-pulsator and infusion inotrope drugs. Cardiac arrest in procedure room, reanimation with reactive patient. After first echo started again, cardiopulmonary bypass checking mitral bioprosthesis with the hypothesis that native posterior edge in place has impacted on closure leaflets. Edge partial removal and hydrodynamic check seems ok. Another echo, but again severe central regurgitation of the prosthesis.

Event description:
Pt was revised to address poly wear.

Manufacturer narrative:
Operative report provided to the sales rep is in (B) (4) and has not been translated. This event was determined reportable per edwards lifesciences procedures. Customer letter is requested. The device is currently with the hospital. Sample will be available after one month moh quarantine for evaluation decision. No further information available at this time. The DHR review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned for evaluation.

Manufacturer narrative:
Device was received for evaluation on (B) (6) 2010 and the evaluation was completed on (B) (6) 2010. Customer letter sent and attached to file. Evaluation summary: suture track was detected at the free margin of leaflet 1 and 3 at commissure 1. Indentations in the free margins are typical to those made by a suture loop. A suture most likely looped over commissure 1, which led to creases in the cusp area in leaflet 1. No inconsistencies detected or in the x-ray.